Event description:
(B)(4) distributor contacted zoll customer support to report that "the cable between monitor and vibration bag was faulty".

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon eval the electrode belt trunk cable was pulled from the distribution node (dn). The dn to ECG c cable was severed, and the ECG a to ECG b cable was cut. The cause for the damaged cables cannot be positively determined but was likely the result of excessive force. No adverse event resulted from damaged cables.